Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a highest measured blood glucose of 260 mg/dl, occurring without a reported meal and described as a random elevation; the ilet corrected the high and no alarms were reported. Symptoms included none. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction reported and no contributory device component issue identified, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.